Event description:
Follow up information received that the patient is still in rehab and able to walk with the assistance of a walker.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Manufacturer report reference number: 3006705815-2020-01667. It was reported that the patient experienced a loss of motor function and weakness in their legs. Following a trial explant, the patient reported loss of motor function and weakness in their legs. The patient is now classified as a paraplegic.